Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 and cartridge alarm 30 occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump date was incorrect by 3 days; cause was unknown. Customer declined further troubleshooting for the settings issue. Customer's blood glucose level was 280 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified. Based on the analysis, the alleged settings issue could not be verified.